Manufacturer narrative:
The insulin pump had button error alarm and intermittent button response due to corroded keypad traces. No ramping numbers noted on display.

Event description:
The customer reported via phone call that they received a button error alarm and buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.